Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the implantable cardioverter defibrillator (ICD) displayed a gray bar battery longevity / low tele metry battery voltage. The device was not utilized and there was no patient involvement.